Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an infection post procedure occurred. In (B)(6) 2015, a 21mm watchman aa closure device was implanted during a left atrial appendage (laa) closure procedure after a partial recapture. In (B)(6) 2015 the patient presented with what they thought was a late effusion; however, when they drained the effusion a yellow substance, like pus not blood was removed. Diagnostic testing was performed to confirm it was an infection not an effusion. The patient was sent home with antibiotics which treated the infection and the patient is now stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection post procedure occurred. In (B)(6) 2015, a 21mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure after a partial recapture. In november 2015 the patient presented with what they thought was a late effusion; however, when they drained the effusion a yellow substance, like pus not blood was removed. Diagnostic testing was performed to confirm it was an infection not an effusion. The patient was sent home with antibiotics which treated the infection and the patient is now stable.